Event description:
Event description cpi received information that this ventak mini ii implantable cardioverter defibrillator (ICD) exhibited some post-shock double counting shortly after the ICD was implanted.

Manufacturer narrative:
Event conclusion when predischarge testing was done the situation had resolved itself, and there have been no further events reported. The ICD remains implanted.